Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The customer stated that he treated with the insulin pump, but he also had missed a bolus at the time. The customer was shaking, feeling out of it, and he fell. Troubleshooting was performed. The customer mentioned that he wants to be sure the insulin pump is functioning properly. The customer was placed on lantus as a back up plan. The time, date, and settings on the device were correct. Reviewed the alarm history and found low reservoir and battery alerts. Testing was not completed as customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.